Event description:
It was reported that a 4 month old infant underwent surgery for a congenital heart defect on (B)(6) 2014 and suture was used to close the sternum. On (B)(6) 2014, during a routine x-ray it was noted that one of the sutures was broken. There has been no medical or surgical intervention. The patient is under observation. There has been no reported adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.